Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. PMA/510(k) # p100022/s014. The zisv6-35-125-7.0-40-ptx device of lot c1168017 was not returned for evaluation. With the information provided, a document based investigation was conducted. From customer testimony, the details of the wire guide are unknown. The device was flushed prior to use. Slight resistance was encountered when advancing the wire guide to the target location. The target location was calcified, and required two pre-dilations before the delivery system was advanced to the target location. The patient¿s anatomy was not tortuous. The physician attempted to deploy the stent in the proximal superficial femoral artery (sfa). There is no evidence to suggest that this incident did not occur. Therefore, the customer complaint is confirmed from customer testimony. Possible causes for this occurrence could include the calcified patient anatomy. From customer testimony, the calcified vessel required two pre-dilations prior to advancing the delivery system. The patient anatomy could have created high deployment forces. These forces could have caused or contributed to the inability to deploy the device. However, as the device was not returned for evaluation and as the conditions of use cannot be replicated in a laboratory environment, a definitive root cause for this occurrence cannot be determined. Prior to distribution all zisv6 (zilver ptx thumbwheel) devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1168017. According to information provided, there were no adverse effects to the patient. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
The thumbwheel kept rotating without withdrawing the outer sheath, so the stent could not be deployed. Therefore, another manufacturer's stent was used instead.